Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that after the implantation of an intraocular lens (iol) the postoperative astigmatism doubled the preoperative astigmatism. Best corrected visual acuity was reported to be good. A postoperative rotation of the iol from 51 degrees to 54 degrees was also reported. According to the surgeon this rotation would not explain the outcome and a calculation error in the iol power was possible. The surgeon was considered an iol exchange on (B)(6) 2015 if the patient did not adapt to glasses.